Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to vaginal vault prolapse, rectocele, and cystocele. Following implantation, it was reported that the patient experienced pain, erosion, infection, extrusion, recurrence, bleeding, dyspareunia, organ perforation and urinary, bowel and neuromuscular problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 concurrently with cystoscopy, vaginal vault suspension, rectocele, and repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08450. The same patient is represented in each medwatch.